Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Patient sample was sent to ocd for further investigation and the investigation indicated that the anti-jka antibody present in the returned patient sample is very weak.(B)(4).

Event description:
Customer reported false negative reactions with cells ii and iii of the 0.8% surgiscreen cells lot vss736 for a patient with a prior history of anti-jka. Initial testing on provue with 0.8% surgiscreen cells lot vss736 gave negative results for cell ii and cell iii (jka positive). The customer ran 0.8% resolve panel a simultaneously and anti-jka was identified. The customer repeated the testing with the screening cells; negative result obtained. The sample was the repeated in manual gel with lot vss736. Cell ii and cell iii were again negative. The customer then tested lot vss736 with immucor anti-jka reagent in manual gel; screening cells ii and iii were negative. All qc was acceptable for all reagents and provue. Reagent storage and visual appearance before use were acceptable. The patient did not need any transfusions.